Event description:
It was reported that the bd nexiva single port with maxzero leaked at the connection of the tubing. The following information was provided by the initial reporter: that the end user experienced leaking at the connection of the tubing and pink plastic - circled.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 06-oct-2022. H6: investigation summary: our quality engineer inspected the photograph and sample submitted for evaluation. Bd received one photo and a bd syringe with one catheter assembly of the 20gx1.00in insyte autoguard unit from lot number 2109567 for the investigation. A gross visual inspection displayed a max zero connector attached to the pink adapter. The connection site between the max zero and the pink adapter has media in the thread area indicating usage. The extension tubing is found not seated properly within the pink adapter. The extension tubing is seated sideways leaving space that could have contributed to leakage. A leak test was performed, and leakage was observed. The reported issue was confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a misalignment of parts during insertion of the tubing in the pink adapter or the bonding process.

Event description:
It was reported that the bd nexiva single port with maxzero leaked at the connection of the tubing. The following information was provided by the initial reporter: that the end user experienced leaking at the connection of the tubing and pink plastic - circled.